Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): no anomalies found. Full lead returned and analyzed. Additional observations of outer insulation cosmetic environmental stress cracking (esc) and blood in/on helix mechanism. The analyst commented that the esc is located at 19cm is under the anchor sleeve location.

Event description:
It was reported that the lead experienced "bad" thresholds. Also noted was a "ligature 13 cm [centimeters] from the connector." The lead was removed and replaced. No known patient complications were reported as a result of this event.